Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed external flash error alarm. Customer's blood glucose was 442 mg/dl. Device had also alarmed no delivery alarm. Insulin exited with manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump and reservoir will be replaced. Customer will not be returning the reservoir for analysis.